Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the device did not meet specifications due to damage to the patient adaptor. Functional testing and simulated therapy were successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was report that a patient found it hard to close the twist clamp of a transfer set and could not fully turn it during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.